Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to thin leaflets. The reported patient effect of recurrent mr appears to be related to the slda. The heart failure appears to be a cascading effect of the recurrent mr. Mr and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 functional mitral regurgitation, thin leaflets, and an enlarged atrium for a mitraclip procedure on (B)(6) 2024. Two clips were implanted and the mr was reduced. On (B)(6) 2024, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached from the clip and the mr was recurrent at grade 3. The patient had heart failure symptoms. A second clip procedure date is to be determined.